Manufacturer narrative:
Block d2b (pro code (product code)): mnd block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands being broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the firing wire on the rubber band broke. The procedure was completed with the original device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1 (initial reporter address 1): (B)(6). Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a04 captures the reportable event of bands being broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the firing wire on the rubber band broke. The procedure was completed with the original device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.